Manufacturer narrative:
(B)(4). Review of returned angio images during implant revealed that the patient had a long and relatively straight proximal neck. The neck flow lumen diameter just below the lowest left renal artery measured 25mm l-r, and 8cm lower was 27mm in diameter at the top of the 5cm max diameter aaa. The distal aortic flow lumen diameter was 2cm. The iliac arteries appeared non-tortuous in the l-r axis. The main device was brought up the left side and deployed into the left common iliac artery. The contra limb was placed into the gate and deployed distally into the right common iliac artery. Ballooning was seen within the aortic body and both limbs. Final angio showed that the bifurcate was implanted approximately 15mm below the lowest left renal artery. Contrast was seen outside the stent graft primarily along the patient left side of the aaa. The origin of the endoleak was more prominent near the ipsi/left side at the level of the flow divider. The endoleak type/cause could not be determined; this maybe a type IV blush but cannot rule out a type iii fabric or a type ii endoleak. With the injector pulled down into the ipsi limb the likely type IV blush became more obvious. A 16 x 16 x 82 (noted) endurant limb was then seen implanted within the left/ipsi limb, from proximally just above the flow divider to 4cm below the level of the gate. After ballooning within the entire stent graft, angio injected from within the aortic body again showed contrast outside the stent graft. The strength of the endoleak did not noticeably reduce. The cause of the likely type IV or possible type iii fabric endoleak is unknown. The possible type ii endoleak is patient related.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm in diameter abdominal aortic aneurysm. The proximal neck was 21 mm in diameter and 59 mm in length. There was vessel calcification in the location of the distal infrarenal aortic neck. The completion angiogram, what looked to be a peri-graft blush at the ipsilateral side of the level of the flow divider was found. It appears as though there is a direct contrast flow through the fabric and there is direct filling of the lumbar artery. An endurant ii 16x16x82 was implanted in the ipsilateral limb with one stent cranial to the flow divider with the intention to cover the suspected tear however, the endoleak did not resolve. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review analysis: review of returned angio images during implant revealed that the patient had a long and relatively straight proximal neck. The neck flow lumen diameter just below the lowest left renal artery measured 25mm l-r, and 8cm lower was 27mm in diameter at the top of the 5cm max diameter aaa. The distal aortic flow lumen diameter was 2cm. The iliac arteries appeared non-tortuous in the l-r axis. The main device was brought up the left side and deployed into the left common iliac artery. The contra limb was placed into the gate and deployed distally into the right common iliac artery. Ballooning was seen within the aortic body and both limbs. Final angio showed that the bifurcate was implanted approximately 15mm below the lowest left renal artery. Contrast was seen outside the stent graft primarily along the patient left side of the aaa. The origin of the endoleak was more prominent near the ipsi/left side at the level of the flow divider. The endoleak type/cause could not be determined; this maybe a type IV blush but cannot rule out a type iii fabric or a type ii endoleak. With the injector pulled down into the ipsi limb the likely type IV blush became more obvious. A 16 x 16 x 82 (noted) endurant limb was then seen implanted within the left/ipsi limb, from proximally just above the flow divider to 4cm below the level of the gate. After ballooning within the entire stent graft, angio injected from within the aortic body again showed contrast outside the stent graft. The strength of the endoleak did not noticeably reduce. The cause of the likely type IV or possible type iii fabric endoleak is unknown.

Event description:
Additional information was received for this case. A follow up CT confirmed that no endoleak is present. Patient will continue to be monitored according to the routine protocol.